Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated for about the last 6-8 weeks, they have been having issues with their controller. Patient stated that last night they attempted to plug the controller into the ac power supply and charge their implant, but the controller did not show that it was connected to the cord. Patient mentioned that they were able to get the controller to charge to 90%, but they were concerned that the controller battery and implant were going to run out. Patient also mentioned that when they plug the recharger into the controller, they have a hard time showing that it's connecting to their implant. Patient mentioned that they went in to their surgeons office for a follow-up and a manufacturer representative (rep) was there and the rep was reprogramming them. Patient mentioned the rep said to call patient services about the cont roller issues because they think the controller is dying. Patient noted that when they try to charge the controller or implant the controller does not display what they are doing so they are blind to the battery percentages and what is going on. Patient was charging on the call because they were able to get the controller to charge last night to 90% somehow; patient added that they had plugged the controller into the ac cord last night and left it and somehow it charged. Patient noted they are having issues with the recharger and that it is not connecting to the implant; patient added that the controller has a hard time showing when it is connected to recharger. Patient stated that the implant is low and they have been low and losing charge for awhile now; patient added that they get a message saying low charge quality. Patient reported they never had these issues before and used to be able to connect right away when starting a charge session. Patient mentioned they get no device found which they also never got before and when charging they bounce between recharging good and excellent. Patient noted that last night they wouldn't get the recharging screen for the implant or controller and that they had thought the implant moved; rep told patient that was not the case and it was equipment related. Patient stated that they haven't been able to get the implant in the orange for the last couple months. Patient mentioned that this stimulator is life changing and that they have had other stimulators that didn't work and this current implant was a revision. Agent walked patient through removing the battery pack and plugging controller in the wall; patient confirmed controller powers on and they see the battery empty cannot provide stimulation message. Patient inserted the battery and confirmed controller is 80% and implant is in the red. Patient then connected recharger and confirmed recharging excellent. Agent had patient inspect the equipment for damage; patient noted no visible damage. The issue was not resolved. A replacement controller was sent out. No symptoms were reported. See (B)(4) for previous ins replacements.